Event description:
An end-user called for assistance checking the results as displayed in the device. After phone trouble-shooting it was discovered that the device's display was not properly showing the digits for the test results. The device was replaced and the defective one returned for investigation.

Manufacturer narrative:
An unk external force on the glass screen display pushed on the pcb supports causing them to fall.